Manufacturer narrative:
Device labeling, available in print and online, states: if dressing adheres to wound, consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing to potentially reduce failure adherence, or consider more frequent dressing changes. V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate.

Event description:
The following info was reported to kci by the nurse: on (B)(6) 2011, the pt had a dressing applied. On (B)(6) 2011, during a scheduled dressing changed, the nurse could not remove the dressing from the pt's wound bed after having soaked the material for 15 - 30 minutes in normal saline. The pt refused continued efforts to remove the dressing. On (B)(6) 2011, the physician removed the dressing in the physician's office using sharp debridement. The pt was sent home in good condition.